Event description:
A malfunction alarm was reported. There was no information on the impact to the customer's blood glucose level. The device is being returned, and a replacement pump with a new serial number has been provided to the customer.